Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited screen bezel separation, with the user noticing the screen coming apart and subsequently disconnecting from the device and using backup therapy without impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included device replacement and continued glucose monitoring with an alternate method until the replacement arrived. Investigation included complaint assessment and product return for evaluation. Investigation of the returned device revealed a mechanical integrity issue involving the display assembly consistent with screen separation, with no associated alarms or malfunctions affecting therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure related to the screen assembly.